Manufacturer narrative:
The abbott technical representative provided troubleshooting suggestions to the customer, including but not limited to replacing the cuvette drying tip as it was discolored (brown). The operator did not report any additional discrepant results after troubleshooting. An instrument service history review was performed and revealed no additional erratic or discrepant results reported on architect c4000 analyzer serial number (B)(4), nor did it identify any service or complaint issues that may have contributed to this issue. The monthly product monitoring review (pmr) scorecard ((B)(6) 2018 data) for clinical chemistry systems was reviewed on (B)(6) 2018. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Additional review of the pmr found no systemic issues or adverse trends for the customer issue. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect c4000 analyzer was identified.

Event description:
The customer stated that an elevated magnesium result of >9.5 mg/dl was generated by the architect c4000 analyzer. The sample was repeated and a result of 1.8 mg/dl was generated. There was no report of impact to patient management.